Event description:
Related manufacturer report number 2017865-2022-05142. It was reported that during a follow up, oversensing due to noise was noted on the right ventricular (rv) lead and the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.